Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01716, 3006705815-2020-02925, 1627487-2020-23065, 1627487-2020-23066. It was reported that while the physician went in to replace the ipg, the physician found infection at the ipg and lead site and decided to explant the system.